Event description:
It was reported that the stryker micro reciprocating saw was leaking oil during an oral surgical procedure. There was leakage into the surgical site which was flushed with saline. There was no adverse consequence as a result of this event. Another device was used to complete the procedure without incident.

Manufacturer narrative:
During failure analysis, the customer's complaint was confirmed; a sample was obtained from the device. Upon disassembly of the device there was corrosion damage to the internal component parts. The damaged parts were replaced and the device was repaired, cleaned, lubed, adjusted and returned to the customer.